Manufacturer narrative:
The reported event of ¿the sense of the lead was reduced significantly¿ was not confirmed. As received, a complete lead was returned. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedural damage.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricular (rv) lead had significant reduced of r-wave sensing measurements. The lead was not used, and a new lead was implanted. The patient was in stable condition.